Event description:
The complainant reported an optical sensor alarm after connecting an impella cp for scheduled support. A new automated impella controller was used without issue. There was no harm to the patient.

Manufacturer narrative:
Console logs (either from the cloud or the device) from the reported day of event were not available for analysis, and reported events could not be confirmed or verified. Console ic6596 was not returned to abiomed for investigation.